Event description:
Additional information was received from the manufacturer¿s representative (rep) who reported the patient had abnormal impedances for both left and right side devices. The left side used to be a primary cell device in the chest, but it was replaced with a new primary cell device and relocated to the abdomen. This was caused by repeated pulling from a seatbelt. Refer to manufacturer report #3004209178-2020-17727 for related report.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 37601, serial# (B)(6), product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that high impedances developed during battery exchange procedure. The surgeon was moving battery from chest to belly, so he opened at the skull to attach longer extensions. Due to thick tissue it was difficult to expose the distal ends of the leads. They checked, rechecked impedances during surgery. All impedances involving contact 8 were high. Distal ends of extensions were removed, dried and replaced into ipg with no improvement in impedances. Then lead/extension connection was exposed and there was found to be a crack in the insulation of the lead just proximal to the connection point. The impedances were checked again post -op and were still high. The patient was not using electrode 8 so his therapy will remain effective.